Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided except for month of birth (november) and the patient is presumed to be a child.

Event description:
The customer reported that the port labeled lipids leaked, involving a maxzero, patient was a child. Although requested, no further information has been received.

Event description:
The customer reported that the port labeled lipids leaked, involving a maxzero, patient was a child. Although requested, no further information has been received.

Manufacturer narrative:
The customer¿s report that the port labeled ¿lipids¿ leaked was confirmed. Functional and pressure testing was performed; a leak was observed at the connection of the maxzero to the mated male luer (of the air source). Visual inspection under magnification revealed a microchannel on the interior wall of the leaking maxzero component. The root cause of the microchannel which created a fluid path is an equipment error during the inspection and testing process during final assembly.